Event description:
Pt scheduled for left eye ppv/cryo/silicone oil placement. Surgeon noted large retinal tear and decided to place silicone oil. While injecting oil, pressure caused syringe to pop off tubing sclerotomy increased size from 1mm to 2mm. Former paracentesis site reopened and surgeon had to place extra stitches. Also, iris prolapsed due to pressure build-up and a cut occurred to pt's cheek.